Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
It was reported, that while using night aligners. The patient, had compressed gums until they turn white, from lack of blood. The gums are damaged to the point, where the front gums are receding, after 2 days of use.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.